Event description:
It was reported that the home choice (hc) had alarmed with an unspecified alarm during set up. The technical service representative (tsr) advised the home patient (hp) to remove the current supplies and start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis cannot be performed. A review of the device history records revealed no issues that could have caused or contributed to the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.